Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: malformed stapling occurred. Another device was used to complete the procedure. Bleeding was reported as under 200cc. Surgery time was extended by more than 30 minutes. No pt info available.